Manufacturer narrative:
Model number: 72404155. Lot number: 527843017. Model description: reservoir 65 ml pc/iz.

Event description:
It was reported that the inflatable penile prosthesis (ipp) was explanted due to fluid loss and the device was not working. "There was a break at the end of the middle of the implant before the connector tubing." A new 18 cm x 12 mm ipp device with 65 ml reservoir was implanted. It was further reported that the patient could not pump up the device. Product was explanted but not expected to be returned. Should additional information be received or product be returned, a supplemental report will be filed upon completion of product analysis.